Event description:
During a procedure, the physician attempted to inflated the balloon. Upon engaging positive pressure the balloon appeared to be leaking. The device was withdrawn and close examination of the balloon portion revealed that the balloon has come apart from the core.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
The physician called to report that another physician on staff experienced a problem when dilating with a cordis opta pro balloon; he did not have the details at that time. The physician in question was contacted and he reported that during a biliary case, when dilating the balloon, there seemed to be leakage; however, they decided to proceed with the device and the balloon burst. After much discussion and investigation, it was determined that the reported event occurred with a boston scientific product, not a cordis opta pro. During the investigation, the rep was supplied with a 3x8 opta pro, which showed a balloon rupture. She persisted in her investigation and found that the reporting physician had actually confused the facts of two different cases. The sample of the 3 x 8mm opta pro was available because a novice physician kept it as a trophy of his first solo inflation. During this case, there was a balloon burst. The details of this case are as follows. On (B)(6) 2010, a patient was admitted due to a gastrointestinal tumor which was suffocating the hepatic ducts. Three previously implanted metal stents (brand unknown) were now "blocked up." The physician decided to penetrate the struts of the implanted stents and open it to insert another stent across; the 3x8 opta pro was used for this. During this procedure, the consultant radiologist at the time gave the novice resident a first opportunity to dilate a balloon. In doing so, the novice accidentally inflated the balloon beyond the burst pressure of 10atm to 18atm. At that time, the balloon burst. The physician stated that this was due to the interventionalist's error and not a product fault. There was no consequence to the patient, as the goal of inflation was to open up the struts of an existing stent. The outcome of the case was hugely successful, as the radiologist managed to open the struts and insert a smart control stent to open access. The device has been received abd an analysis is pending. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non sterile opta pro 3.0 mm x 8 cm was received coiled inside a plastic bag. The balloon had an axial tear at its proximal section. No other visual anomaly was observed on the received unit. Functional analysis could not be performed given to the condition of the received unit. A scanning electron microscope (sem) analysis was performed to the balloon of the received unit. The results indicated that the sample exhibited evidence of external surface abrasions near the tear edge. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. No failure initiation site could be determined. The marker band exhibited no anomalies. The proximal seal presented no evidence of blockage; the balloon leg appears to be separated from the outer body of the catheter at the seal area. A review of the manufacturing records could not be performed; given that, the information of the lot involved in the complaint was not available. The reported balloon burst was confirmed; however, it is likely that the failure, as well as the condition in which the balloon was received, were related to procedural factors, according to the event description "the consultant radiologist at the time, gave the novice registrar a first opportunity to dilate a balloon. In doing so, he accidentally inflated the balloon beyond the burst pressure of 10atm, to 18atm, which it then burst. That was purely interventionalist error and not a product fault." Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. No corrective or preventive action will be taken; given that, the failure reported by the customer was related to procedural factors.